Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes hypertension, morbid obesity, diabetes, sleep apnea, joint pain, stasis dermatitis of both legs and gallbladder removal. The filter was placed prophylactically prior to gastric bypass surgery. The filter was deployed below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation of all filter struts, and migration of the filter. Per the patient profile form (ppf), the patient reports perforation of the ivc and organs, blood clots in the lungs and difficulty breathing. A CT scan, approximately fourteen years post implant reveals the filter was at the level of the l2-l3 interspace, was not tilted and all the struts perforated the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to inferior vena cava (ivc) perforation, the patient also experienced perforation of filter strut(s) into unspecified organs. The patient became aware of the reported event fifteen years and nine months after the index procedure.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of all filter struts and migration of the filter. The patient also reports, in addition to perforation, blood clots in the lungs and difficulty breathing. The patient became aware of the reported events fourteen years after the index procedure. According to the medical records the patient has a history of hypertension, morbid obesity, diabetes, sleep apnea, joint pain, stasis dermatitis of both legs and gallbladder removal. The patient was super obese with decreased mobility and subsequent pulmonary compromise. The filter was placed prophylactically prior to gastric bypass surgery. The filter was placed via the patient's right common femoral vein and deployed below the level of the renal veins. Three years and three months post implant the patient underwent a planned second stage gastric bypass. Seven years post implant the patient presented to the emergency room (ER) with shortness of breath. Examination and workup were negative, and the patient was discharged the following day. Eight years after the index procedure the patient presented to the ER with one-week loss of voice, the patient was treated for an upper respiratory infection/sinusitis. The patient was also noted to have left vocal cord paralysis. The patient was discharged the same day. Two weeks later the patient presented to the ER with shortness of breath and pain on the top of the head. The patient was recently diagnosed with a brain aneurysm. The patient¿s symptoms resolved in the ER and the patient was discharged with a diagnosis of anxiety with dyspnea. The results of computed tomography (CT) scans done approximately fourteen years post implant indicate that the filter was at the level of the l2-l3 interspace, was not tilted and all the struts perforated the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. The IFU notes that vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the inferior vena cava (ivc), blood clots in the lungs and difficulty breathing. The patient became aware of the reported events fourteen years after the index procedure. Additional information received per the medical records indicate that the patient has a history of hypertension, morbid obesity, diabetes, sleep apnea, joint pain, stasis dermatitis of both legs and gallbladder removal. The patient was super obese with decreased mobility and subsequent pulmonary compromise. The filter was placed prophylactically prior to gastric bypass surgery. The filter was deployed via the patient's right common femoral vein. It was placed below the level of the renal veins.   Three years and three months after the index procedure the patient underwent a planned second stage gastric bypass. Seven years after the index procedure the patient presented at the emergency room (ER) with shortness of breath. Examination and workup were negative and the patient was discharged the following day. Eight years after the index procedure the patient presented to the ER with one-week loss of voice, the patient was treated for an upper respiratory infection/sinusitis. The patient was also noted to have left vocal cord paralysis. The patient was discharged the same day. Two weeks later the patient presented to the ER with shortness of breath and pain on the top of the head. The patient was recently diagnosed with a brain aneurysm. The patient¿s symptoms resolved in the ER and the patient was discharged with a diagnosis of anxiety with dyspnea. The results of computed tomography (CT) scans done approximately fourteen years after the index procedure indicate that the filter was at the level of the l2-l3 interspace, was not tilted and all the struts perforated the ivc.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation of all filter struts, and migration of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of all filter struts, migration of the filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.